Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected an out of range high pacing impedance measurement on another manufacture's right ventricular (rv) lead. Subsequent information indicated that the patient underwent a lead revision procedure where the lead was surgically abandoned and replaced. The device remains in service. There were no adverse patient effects reported.